Manufacturer narrative:
The referenced device was not returned, however, the user facility returned one box (quantity of 5) of brand new devices. A visual inspection of the received condition was performed on the devices; the five devices are brand new and unopened within the box. No anomalies observed on the packing and handpieces. One device was opened and a functional test was performed; the device passed all functional tests. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque are normal. Based on the evaluation, the cause of the reported event could not be confirmed as user facility did not return the used/broken device for evaluation. In addition, there were no anomalies or irregularities observed on the brand new devices and the devices functioned appropriately. However, based on similar reported complaints related to the reported device, the potential cause could be attributed to operational (unintended) error. The instruction manul provides warning to mitigate the risk of device becoming damaged inside the patient which states, do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during the middle of a total laparoscopic hysterectomy procedure, the physician was working on the uterine ligaments when the probe at the distal tip reportedly broke off in the pelvic cavity of the patient. The broken probe was retrieved from the patient with a grasper. No additional medical or surgical intervention was required. The procedure was delayed five minutes in order to retrieve the fragment and switch to a second similar device. There was no unexpected bleeding or adverse outcome to the patient and the patient is doing fine. The device and all associated equipment and connections to the generator were inspected prior use with no anomalies found.